Manufacturer narrative:
The initial medwatch report (other relevant history, including preexisting medical conditions) indicates: asku. The initial medwatch report (other relevant history, including preexisting medical conditions) should indicate: patient had been losing a lot of blood for 2 days prior to the event.

Manufacturer narrative:
During the course of the investigation, physio-control had made repairs unrelated to the original reported issue.  Those repairs included the replacement of the power supply pcb assembly, due to dc power being intermittent.  However, at the time of the investigation this was deemed not a critical malfunction because an alternative means of a power was available (ac power) and there was no indication that the issue may have contributed to the reported failure to charge defibrillation energy. After additional investigation by physio-control, it was determined that the likely cause of the observed power issue was due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure to charge defibrillation energy. Physio performed unrelated repairs and then observed proper device operation through functional and performance testing and the device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device reportedly did not charge for a defibrillation shock during a patient event. The customer also reported that their device had its service indicator illuminated and had logged multiple event codes. The patient did not survive the reported event. The customer, a healthcare professional, indicated that because an immediate backup device was available and used, that the reported device issue did not impact the outcome of the patient.